Event description:
The male patient was undergoing a laparoscopic appendectomy. While the surgeon was stapling the appendix for removal, the stapler was placed via the 12mm port. When the surgeon went to close the device, it made a "crunchy" noise and once the release button was pushed, the device did not close completely. The surgeon had to pull the device in a half open position through the port which caused a small hematoma.